Event description:
It was reported that approximately 12 months post-implant of a bifurcated device, and a suprarenal aortic extension, a follow up computed tomography scan revealed a type iii endoleak between the aortic extension and bifurcated device. The patient was treated with a suprarenal aortic extension, which successfully corrected the endoleak. It was reported that the patient tolerated the procedure well.

Manufacturer narrative:
Endologix continues to investigate the reported event. Endologix will submit a supplemental report in accordance with 21 cfr 803.56 when additional information becomes available. Device not returned to manufacturer.

Manufacturer narrative:
The sample was not returned for evaluation. Images and medical records were provided and review by clinical manager. Based on review of the information the cause of the reported event cannot be determined. The possible causes of endoleaks are aortic vessel tortuosity, improper stent graft sizing, stent graft migration and/or aneurysmal disease progression leading to remodeling of the aorta. A manufacturing record review was performed and the lot met all release criteria with no issues or deviations that would explain the reported event. The lot usage history showed no other units were involved in any similar event. The product labeling was reviewed and confirmed that the reported event is adequately captured in the existing labeling. Corrected data: contact office - corrected.